Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had not charged the ipg for an extended period of time. As such, the ipg became inoperable. In turn, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced with a new ipg to address the issue.